Manufacturer narrative:
Synergy ii us mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted across the entire stent; stent struts were distorted and bunched together in parts. The stent had also moved approximately 13.5mm distally on the balloon. The proximal balloon cone wings were tightly wrapped and evenly folded and were not subjected to positive pressure, the distal balloon cone could not be seen as it was covered by the moved stent. Crimp markings were evident on the exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy ii drug eluting stent after removing from the packaging, it was noted that there was visible damaged on long axis of the stent. It was also noted to be crimped or bunched up. The device was not used inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy ii drug eluting stent after removing from the packaging, it was noted that there was visible damaged on long axis of the stent. It was also noted to be crimped or bunched up. The device was not used inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.